Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use. It was mentioned that before inserting the device into the patient's body, the coating on the tip of nrg rf needle was peeling off. It could not be used for the procedure. Thus, the device was replaced it because it was a part that could come into contact with the heart muscle, and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis.